Manufacturer narrative:
This model is not sold or marketed in the u.s. However, it is similar to device: model #2800; brand name: carpentier-edwards perimount rsr pericardial bioprosthesis; PMA #p860057/s001. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The root cause of this event cannot be conclusively determined with the available information. However, this event is most likely impacted by the progression of the patient¿s underlying valvular disease pathology with structural valve deterioration. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) could not be reviewed, as the device serial number was not provided. However, the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards reviewed the medical article "transcatheter aortic valve-in-valve implantation for failed surgical bioprosthetic valves. A minimalist approach without contrast aortography or echocardiographic guidance" authors john g webb et al (2018). Per the article, the valve-in-valve was performed in patients with degenerated surgical valves causing severe aortic stenosis or severe aortic regurgitation or mixed valve disease after an unknown implant duration. Patient age at the time of the valve-in-valve was between 64 and 84 years old and all had increased risk for surgery because of age, frailty, comorbidities or technical issues (porcelain aorta, adherent grafts or previous redo open heart surgery). Valve-in-valve procedures were performed between june 2005 and june 2018 under local anesthesia via a transfemoral approach. Patients were treated with edwards sapien xt, edwards sapien 3 or non-edwards transcatheter valve. After the procedures, the patients had no more than mild aortic regurgitation. Hospital discharge occurred at a median of 2.6 ± 4.4 days. At 30-day follow-up there were no deaths, myocardial infarctions, strokes, repeat hospital admissions for heart failure, or renal failure. It was identified that one (1) patient with a 21mm aortic pericardial valve underwent a valve-in-valve procedure after an unknown implant duration due to degeneration.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.